Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex or weight. The access accutni+3 reagent was not returned for evaluation. An assignable cause of the non-reproducible, non-reproducible elevated access accutni+3 results is unknown and cannot be determined with the available information.

Event description:
The customer reported obtaining a non-reproducible elevated troponin I (access accutni+3) results generated from the laboratory's access 2 immunoassay system portion to their unicel dxc 600i synchron access clinical system (serial number (B)(4)) for a sample from one (1) patient. The customer stated that on (B)(6) 2016, elevated access accutni+3 results of 0.12 ng/ml, 0.05 ng/ml and 0.9 ng/ml were generated. There was no reports of patient injury or change to patient treatment associated with this event. System parameters including calibrations and system checks were within assay/instrument specifications. A precision run using low control passed with good precision. The customer did not provide sample handling/processing information such as sample type and centrifugation time/speed.